Event description:
Clinic notes dated (B)(6) 2015 note that the patient continues to have seizures and that the patient's nurse believes that the patient is having more seizures now. The vns output current was increased to 1.75ma and the patient was continued on the same medications. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: "intervention required" was inadvertently not indicated on the initial report.

Event description:
Prophylactic generator replacement occurred on (B)(6) 2015. The explanted generator has not been received to-date. No additional relevant information has been received to-date.

Event description:
The explanted generator was reported to have been discarded by the explant facility.